Manufacturer narrative:
The insulin pump received with cracked or detached end cap. Unable to perform displacement test due to cracked or detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the bottom part of the pump is coming off. Troubleshooting was done. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and returned for analysis.